Event description:
The healthcare professional (hcp) reported the patient was on program 2 and felt some stimulation at the pocket site. The patient was seen in (B)(6) 2016 and stimulation was increased by 0.2v for better symptom control since the patient's urinary symptoms weren't controlled. It was noted that impedance measurements were not taken and there were no trauma or falls related to the reported issue. The hcp was assisted with changing to program 3, and the patient felt appropriate stimulation at 0.7v in the bicycle seat area. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.